Manufacturer narrative:
Sensor 0pme4mdjl has been returned and investigated. Visual inspection performed on the returned sensor patch and observed dent casing. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received lower sensor scan results than the readings from a competitor's device. The customer noted a horizontal trend arrow indicating glucose is changing slowly (less than 1 mg/dl per minute). The customer consumed milk and administered insulin (dose/type unknown). They contacted a healthcare professional, but no medication was provided. There was no report of death or permanent impairment related to this event. The customer received sensor scan results of 58 mg/dl compared to readings of 378 mg/dl respectively obtained on a competitor brand device and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear is unknown.